Manufacturer narrative:
It was reported the pt experienced an event 5-10 minutes into treatment that required the pt to be sent to the emergency room. The pt's rn reported that the event was related to a dialyzer reaction. Currently, the pt's prescription was changed to a non-fresenius dialyzer and the pt is reported to be doing great. Based on the prescription change, a serious injury MDR is being filed. A lot number was not provided; therefore, a manufacturing review cannot be performed. However, record review of each lot and catalog number received by the customer for the most recent 3 months have been screened. The symptom code has not exceeded the alert limit. Reference MDR #s: 1713747-2013-00258, 1713747-2013-00259, 1713747-2013-00260.

Event description:
It was reported that about 5-10 minutes into treatment, the pt had a cardiac arrest. The event experienced occurred on three different dates ((B)(6) 2013). The reason for the pt reactions is unk. The pt was switched to a baxter exceltra dialyzer and no symptoms were experienced. A follow-up with the pt's rn stated that the pt has been doing great since the dialyzer change. Based on treatment sheet for (B)(6) 2013: pre-weight (B)(6), pre temp: 97.8, post temp 97.6, pre pulse: 84r, post pulse 103r. At 12:51pm, pt alert, treatment initiated without problem. At 13:11, completed. Post dialysis notes: pt sent to emergency room.